Event description:
One patient with discrepant sodium results, when compared to another analyzer - same methodology. Initial result gave 113 mmol/l; repeat gave 135 mmol/l. Erroneous result was not reported. The field service representative found the mixing vessel aspiration nozzle leaking and replaced aspiration nozzle tubing. Ise valves were also cleaned. Performance tests were performed.